Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparotomy, the device's tip caught on fire and the doctor had a 2nd degree burn to his left ring and middle fingers. There was some delay in the case as the surgeon had to change gloves and take care of his fingers. No medical care or treatment of surgeon was required.